Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to a loose gas output fitting. The loose fitting prevented the device from delivering breath adequately. The gas output fitting was retightened to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.